Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the ac inlet connector and flow sensor assembly were observed (physical damage). The device's ac inlet connector and flow sensor assembly were replaced to address the issues.